Event description:
Information was received from a clinical study: on (B)(6) 2019, a patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) in the aaa1701 tambe pivotal study. Several gore® viabahn® vbx balloon expandable endoprosthesis (vbx device(s)) were implanted as side branch devices. The vbx devices were implanted in superior mesenteric artery (sma), celiac artery, left and right renal arteries. During patient follow-up on (B)(6) 2023, imaging showed a compressed left renal artery side branch component. As reported, the vbx device implanted in the left renal artery that was most proximal within the portal show the compression. Action taken was observation with the possibility of re-expansion of device at a later date. It was also reported the vbx device remains patent.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code a27: device compression was observed during follow-up CT scans. Device remains patent and is still implanted with no intervention requirement. H6 - code b20: device remains implanted; therefore, direct product analysis was not possible. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.